Manufacturer narrative:
Date of the event is estimated. Date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient has their 3668 ipg was explanted at an unknown date for an unknown reason.